Event description:
It was reported to boston scientific corporation that a rotatable oval snare was used during a colonoscopy procedure on (B)(6), 2010. According to the complainant, during the procedure, the wire of the snare loop broke. The physician noted that the loop was intact prior to inserting it within the scope, and that no part of it fell off within the patient. Another rotatable oval snare was used (along with the same generator settings) to successfully complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4).the complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device cannot be completed. If any further relevant information is identified, a supplemental medwatch will be filed.